Manufacturer narrative:
Batch review performed on 30-oct-2024 lot 2012385: (B)(4) items manufactured and released on 16-feb-2021. Expiration date: 2026-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 11 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (12mm) with a thicker one (14mm) and the surgery was completed successfully.